Manufacturer narrative:
The reported event of quattro catheter (lot no 80871) was confirmed. A bonding leak was observed at the proximal end of medial 1 balloon during functional testing. The probable root cause for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the proximal end of medial 1 balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was one similar complaint reported for the quattro catheter with lot no 80871. (B)(4) reported on 11/14/2018. A bonding leak was observed at the proximal end of medial 1 balloon during functional testing.

Event description:
As reported, during ivtm treatment for a (B)(6) male patient with hypothermia after cardiac arrest, the quattro catheter (lot no 80871) was placed in patient's femoral vein. The insertion was smooth and the procedure was performed in single attempt by an experienced physician. The user noticed an empty saline bag and no leak was observed. There were no fluid traces on the floor. The user observed "air trap" alarm from the thermogard xp ivtm system. The user replaced the saline bag and the same issue repeated again. The dwell time of the catheter was 18 hours. The target temperature was 32°c at max rate and the issue was noticed at 32°c. Suspecting balloon rupture on the quattro catheter. The user replaced the quattro catheter and the ivtm treatment was continued without any issue. The current condition of the patient is stable. No patient consequences.